Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the main seal was protruding from between the case halves just above the battery drawer and it was additionally noted that both liquid crystal display wires were pinched and exposed and that the device was in need of the new battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator had a gasket sticking out around the battery door. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the main seal was protruding from between the case halves just above the battery drawer and it was additionally noted that both liquid crystal display wires were pinched and exposed and that the device was in need of the new battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.